Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device longevity remaining decreased from 5.5 years to 1.5 years within a year then down to six months remaining at check up half a year later. A request was made to have data from this evice analyzed. Data analysis confirmed the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device longevity remaining decreased from 5.5 years to 1.5 years within a year then down to six months remaining at check up half a year later. A request was made to have data from this evice analyzed. Data analysis confirmed the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. At this time, the device remains in service. No adverse patient effects were reported.